Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a micro-dislodgement. The physician opted to replaced the lead instead of repositioning. This lead is not expected to be returned for analysis and no additional adverse patient effects were reported.